Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review where it was observed that each code-summary press on the date of the event was followed by a power off button press; however, the cause of the observed action in the electronic records could not be conclusively determined. As a precaution, physio replaced the device's battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device appeared to powered off by itself when the code-summary button was pressed. The customer advised that when attempting to print the code-summary, the device's display would dim to black and the device would beep as though it was powering back on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number: (B)(4).

Event description:
The customer contacted physio-control to report that their device appeared to powered off by itself when the code-summary button was pressed. The customer advised that when attempting to print the code-summary, the device's display would dim to black and the device would beep as though it was powering back on. There was no patient use associated with the reported event.